Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, the nurse reported that the swg was found kinked and caused the insertion was not smoothly." The insertion failed. The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire inside the advancer for analysis. Signs of use in the form of medication were found on the outside of the advancer. Bending was observed throughout the distal half of the guidewire. Microscopic examination confirmed the distal and proximal welds were secure and intact. The overall guidewire length measured 601 mm, which is within the specification limits of 596 mm - 604 mm per the guidewire product drawing. The guidewire outer diameter measured 0.790 mm, which is within the specification limits of 0.788 mm - 0.826 mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU) which instructs the user to "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portion of the guidewire was advanced through a lab inventory arrow raulerson syringe (ars) with and without a lab inventory 18 ga introducer needle attached. The undamaged portion of the guidewire passed with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged guidewire was confirmed through investigation of the returned sample. Bending was observed on distal half of the guidewire body. Despite the damage, the guidewire passed all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report and the damage observed on the sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2026, the nurse reported that the swg was found kinked and caused the insertion was not smoothly." The insertion failed. The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".